Event description:
The customer's spouse called and reported the display screen of the insulin pump was cracked or scratched. It was stated the device had gotten wet and there appeared to be fog under the screen. Customer's blood glucose was 406 mg/dl, which was not yet treated but customer planned to treat with manual injection. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.